Manufacturer narrative:
The device generated an 0x69 hazard alarm indicating occlusion during runtime (threshold exceeded at end of bolus). No timeouts or drive stalls were observed in the download data. No damages or defects were found that would cause an occlusion or the subsequent hazard alarm. The exact cause of the reported alarm could not be determined. The soft cannula was observed to be torn and shortened. It is unknown when or how this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Pod was originally reported for a hazard alarm during operation.